Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information be received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, there were two fluid loss alarms, first alarm rate unknown, and the second alarm was approximately 26 cc per minute. After the second alarm, the procedure was aborted and the sheath was prematurely pulled from the cervix before cool down mode was completed. As a result, two burns were observed, one on the cervix and another on the upper lateral interior wall of the vagina. Follow up information received in june 16, 2009, revealed that cervix was patulous and there was no indication of overdialation. The burns were treated with silvadene creme, the patient was reported to be recovering, and there were no further complications reported with this event. Although an attempt was made to obtain additional follow up regarding the burn, there is no further information.